Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that at the time of implantation the patient underwent the concurrent procedure of a hysterectomy.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat uterine prolapse, a cystocele, and a rectocele. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The outcomes attributed to the device were pain, erosion, extrusion, infection, dyspareunia, urinary problems, and bowel problems. It was reported that the patient underwent partial removals on (B)(6) 2009 and on (B)(6) 2012. It was further reported that the patient had a posterior repair and xenform soft tissue repair matrix (boston scientific) was inserted on (B)(6) 2012 due to recurrent rectocele. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with perineorrhaphy.